Event description:
The paramedics called from customer's home to report that the customer's bgs dropped and they would be taken to the hosp; the paramedics wanted to set up pump first. The spouse rewound, primed pump, reset time and date, and checked basal rates. It was indicated the alarm history shows two different alarms. Also it was mentioned that the customer has been extremely active and working in the yard. However, the customer signed and did not choose to go to the hosp.